Event description:
It was reported that during an ablation procedure, this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock and pacing impedances measuring above 200 ohms and above 3000 ohms respectively in the right ventricular (rv) lead channel. Upon completion of the ablation procedure the measurements returned to be within range. No adverse patient effects were reported. This system remains in service.